Event description:
The physician reported that he was doing the radiofrequency lesioning procedure in a patient at l5-s1 level. The physician attempted to advance needle to treat the left l5 medial branch. The cannula was being advanced along the groove in the bone towards the facet. As the needle was moving along the superior articular facet, he felt a resistance and continued to apply force. He then felt it release. The stylet was removed and the probe was inserted. A lesion was created with no problems. When the cannula was pulled back for the second lesion, it was noticed that the tip had broken off. He removed the portion of the needle that could be retrieved (all except a 10 mm tip portion) and inserted another needle to finish the procedure. Then patient was informed of the needle tip remaining in his back. The patient has artificial hip and knee and the physician commented that there were not any additional issues with the piece of metal remaining in the patient's body. The physician did not think the piece left in the body was likely to be serious, as it was not near any nerve root or joint.

Manufacturer narrative:
The manufacturer will closely monitor such complaints and conduct a trend analysis if many such complaints are received. The user was reminded of the safety precautions pertaining to the use of the baylis rf cannula with radiopaque bands. If many such incidents are reported, the manufacturer may issue an advisory notice to all the users to stress the precautions already mentioned in the IFU and to reinforce the fact that the cannula should be used according to the IFU.